Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered due to elevated sic (sensing integrity counter) and abnormal impedance variations on the right ventricular (rv) lead. Since then several lead failure predictor episodes have occurred. There was an impedance warning for high impedance, low impedance noted, and noise seen on non-sustained ventricular tachycardia episodes. It was noted that the oversensing and inappropriate impedance variations appear on both rv bipolar and rvtip to rvcoil configurations. The r-waves appeared smaller with latter configuration. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.